Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The reported issue was not present during investigation. Delivery accuracy of 250ml/hr and 25ml tested in spec at 5 minutes 53 seconds or 102% of expected accuracy with kvo occurring correctly at the 25.0 ml volume delivered. Active device history log review: [ ] n/a [ ] defect confirmed [x] defect not confirmed details of history log: log review shows on 10/17/2023 and 1:57am an infusion start of 18.75ml/hr and 250ml (dl: norepin; dose rate 5mcg/min). At 2:06am and volume of 2.68ml a new dose rate of 6mcg/min. At 2:12am and volume of 5.10ml a new dose rate of 7mcg/min. At 2:29am and volume of 12.56ml a new dose rate of 10mcg/min. At 4:00am and volume of 68.49ml a new dose rate of 20mcg/min. At 4:10am and volume of 80.27ml a new dose rate of 30mcg/min. At 5:41am pump entered kvo with a volume infused of 250ml and at 5:45am.

Event description:
As reported by the user facility: patient on 3 vasopressors. Levophed gtt auto changed to kvo mode per rn towards end of the bag volume completion. Pt hypotensive. This was the third occurrence of this same event happening during the course of the week on 3 separate patients.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400625117. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.